Event description:
It was reported that during a left hip arthroscopy the scope was broken and a backup was not available so surgery was aborted at that time. Scheduled revision surgery.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Event updated.

Event description:
It was reported that during a left hip arthroscopic surgery, surgeon started the procedure with a 30 degree scope but decided to change to a 70 degree scope. The 70 degree scope was broken and no backup was available causing surgery to be cancelled at that time. No pieces broke off inside the wound. Surgery was rescheduled and performed at a later unknown date.